Event description:
On (B)(6) 2009 pt's ex-wife reported that once while changing the insulin cartridge she pulled the cartridge out of the infusion device causing the plunger to stick to the piston rod. She stated that she was holding the infusion device upside down when it happened so only a very small amount of insulin entered the cartridge compartment. She reported they left the infusion device upside down to dry out completely and he used injection therapy until the next day. She stated she was able to remove the plunger from the piston rod. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.